Event description:
It was reported that during in-clinic follow-up, the right ventricular (rv) lead impedance had increased over the past 3 months and the capture threshold had increased. Device reprogramming was made. There were no adverse health consequences, the patient was stable. And will continue to be monitored.